Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID sesr01, implantable pulse generator, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that an apparent fracture had occurred on a right ventricular (rv) pacing lead. A ventricular lead warning as well as impedance values out of range high were reported. Oversensing was evident during observed ventricular high rate (vhr) episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.